Manufacturer narrative:
Concomitant medical products: tgu343415/13941308. UDI: (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a descending thoracic aneurysm using two conformable gore® tag® thoracic endoprostheses. On (B)(6) 2017, a reintervention was performed involving coverage of the left subclavian artery origin, the original endoprostheses plus a descending thoracic aortic extension to the level of the celiac artery origin using additional conformable gore® tag® thoracic endoprostheses due to enlarging multiple descending thoracic penetrating atherosclerotic ulcers/saccular aneurysms. The patient tolerated the procedure.